Event description:
Initial reporter indicated that the patient had their vns lead and generator explanted. She read from the operative report which documented "the axillary pocket was red and with mild swelling and that the generator and lead was removed due to irritation from adhesive." She further read "that the generator and lead were removed and the site was flushed out and the patient was closed back up." Good faith attempts will be made for the product return.